Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, bent/kinked cannula, unsure properly cannula, or to determine its root cause.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was visible and was bent/kinked. The patient did not feel the needle or the cannula enter the skin.